Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation faradrive steerable sheath was selected for use. It has been mentioned that physician had difficulty to cross the septum and decided to use alternate device. The procedure was completed successfully. No patient complication occurred. The product is not expected to return as disposed. It was further reported that the crossing was attempted once that was prolonged over several minutes. The physician was advised to be more anterior, but he located the puncture location on the mid.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation faradrive steerable sheath was selected for use. It has been mentioned that physician had difficulty to cross the septum and decided to use alternate device. The procedure was completed successfully. No patient complication occurred. The product is not expected to return as disposed.